Event description:
Customer reported a power supply error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined system was not receiving correct voltage from customer electrical system. System operates as intended.